Event description:
The us complainant reported the impella 5.5 pump providing support to 39-year-old male patient, was pulled back out of the ventricle. The provider stated the device was pulled back towards the subclavian artery under echo. The impella was eventually explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. As per clinical, the impella device was malpositioned due to series of patient movement after weaning sedation. The impella device explanted with repositioning not attempted due to the concern of position and risk. The root cause of the positioning issue was use related with the impella device pulled out and repositioning not attempted due to concern of position and risk per clinical review. H.10 the following information was included on the additional manufacturer narrative previously submitted and should not have been: instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿